Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2022-37866. It was reported that the patient has non-functional leads. Right atrial lead (ra) lead exhibited failure to capture and failure to sense. Programming changes were made to deactivate the ra lead and right ventricular (rv) lead. The rv lead was deactivated for an unspecified reason. The patient was stable throughout.

Event description:
New information received noted that the right atrial (ra) lead pacing impedance was out of range. The ra lead was explanted and replaced. The patient was stable throughout the procedure